Event description:
It was reported that the patient experienced issues with a dim screen, a broken power button, a cracked screen, and the device not holding a charge. There was no adverse impact to the customer's blood glucose level. The patient declined follow-up with the technical support team and was in the process of obtaining a new tandem device, as the current device was out of warranty.